Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken conductor wire broken at the proximal end. The electrical continuity test failed. The customer reported complaint does not itself constitute an MDR reportable event; however, this complaint is being reported because the conductor wire damage found in failure analysis suggests that if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da-vinci assisted surgical procedure, the force bipolar would not burn/fire. The site swapped the cautery cords with no resolution. There was no report of patient harm, adverse outcome or injury. The procedure was completed with no reported patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.